Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for reduced concentration delivery of anesthetic agent per 21 cfr 806 on 27-nov-2024. The ge healthcare correction and removal number is 2112667-11/27/24-002-c. Customers were sent a letter explaining the issue and instructions for inspecting for correct output concentration. Gehc will replace all affected units. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
As a result of an inspection that was completed as part of the correction and removal initiated by ge healthcare (gehc) on (B)(6)2024, this unit was identified as having an issue with reduced concentration delivery of anesthetic agent. There was no patient involvement.